Event description:
It was reported that, "patient was slow to recover from initial surgery. Has never been pain free after initial surgery. Was scoped for any soft tissue impingement or other problem. Decided to have revision where it was determined femoral component was lose, tibia seemed fixed. All components revised and cement removed in standard fashion. Implanted triathlon ts was successful, patient is reporting a more successful recovery than initial surgery. Cement removed has off brown color instead of glossy opaque that is typical. Also black specks in cement not seen before by rep or surgeon. Zenicef antibiotic added to cement power prior to mixing - 2 grams for 2 batches identified below.